Event description:
It was reported that when an asymptomatic patient presented for a device change out, externalized conductors were observed. No electrical anomalies were detected. Lead will remain implanted. Patient will be monitored via merlin.net.